Event description:
The customer reported that less than 5 ml of fluid leaked from the coulter® lh 500 hematology analyzer under the needle assembly. Leak was not contained in the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) observed instrument operation and verified that there were no leaks while operating in secondary (manual) mode. Fse found the needle holder screw loose, blocking the waste drain pathway, for primary (auto) mode and tightened it to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).